Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half-height drawer 3.2 continued to experience pocket failures after user recovery. It appeared that after each use, one of the cubies failed midway, causing the entire drawer to fail as well. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 3.2 had failed pockets continuously after user recovers it. A field service engineer (fse) reseated the partially connected all row board connections for the half-height cubie drawers. After restarting the system, the fse found no further issues. Diagnostics confirmed that all components were functioning properly. The system functioned as intended after the field service engineer repaired the device.